Event description:
The customer stated, that error code# 1402 (calibration failure, calibration incorrectly loaded) was generated during the architect folate calibration. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.